Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 20mg/dl; cause was not known. Reportedly customer lost consciousness. The customer received intravenous fluids of sodium chloride. The customer was discharged from the hospital on 5/18/2026 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.